Event description:
The customer reported via telephone call that the sensor readings were low when the blood glucose was not low. He also received two calibration error alerts which led to a change sensor alert. The blood glucose reading was 287 mg/dl. The customer was advised on proper calibration. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.